Event description:
It was reported that revision surgery was performed due to a fracture of the device.

Manufacturer narrative:
The purpose of this investigation was to determine the cause for the fracture of the hip stem. The returned echelon hip stem was examined visually and microscopically. No destructive testing was carried out. The stem fractured approximately 100 mm distally from the center of the femoral head. Microscopic examination of the fracture surface revealed signs of fatigue striations indicating that the fracture mode was fatigue. The proximal portion of the stem had no visual signs of bone on-growth overall which suggests insufficient support for the stem. The likely cause of the fracture was a lack of proximal support. This would subject the stem to fatigue loads at a more distal location on the stem. The stem may have been well-fixed distally as evident by the bone on-growth on the distal portion of the stem. There was no material or manufacturing defects observed.